Event description:
The device involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that a plum 360 infuser pump audibly alarmed for occlusion in the middle of the infusion. There were no other issues noticed with the pump. Primary tubing had to be changed to proceed with infusion. Inner rubber portion of clave at b port was noted to be pressed down and stuck. The tubing was infused with cetuximab 200ml/hr. There was patient involved but no patient harm reported; however, there was a delay in therapy as the primary set had to be changed to proceed with the remaining infusion.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.